Event description:
Per the clinic, the device was explanted on (B)(6) 2025. The patient also experienced poor performance since activation along with chronic inflammation causing erosion of the tympanic membrane and scutum. During the explant surgery, the surgeon repaired a hole in the canal skin with a cartilage graft. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an electrode extrusion into the external auditory canal. It was reported that the patient has no benefit with device use and is a non-user. There are plans to explant the device, however, this has yet to happen.